Manufacturer narrative:
Catalog number: exact model unknown however tecnis toric was used. If implanted, give date: unknown. If explanted, give date: not applicable as the lens remains implanted to date. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had a toric intraocular lens implanted in their eye and it rotated. The patient had a longer eye and the doctor used a capsular tension ring (ctr) in the eye. The doctor stated that the eye was roughly with the rule for steep axis and rotated clockwise. It has not been reported if the doctor has repositioned the lens. There will not be any explanted lens and the patient is currently seeing well and reported to be fine. No other information was provided.

Manufacturer narrative:
Since model and the serial number of the lens was not known, no manufacturing record review was performed. No visual inspection was performed as the lens remains implanted. The complaint can't be confirmed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Physicians are instructed to take special care to ensure proper positioning of the lens. All pertinent information available to abbott medical optics has been submitted.